Event description:
A customer reported that their pump screen was dark and unresponsive. Customer was hospitalized on (B)(6) 2026 with a blood glucose (bg) level of 940 mg/dl. Reportedly, the pump screen was noticed to be cracked as well by hospital staff. Customer was unaware of what treatment they received. Customer was released on (B)(6) 2026 and reverted to an alternative method of insulin therapy.